Event description:
Customer's husband called to report the customer passed away. Last unk blood glucose reading was 430 mg/dl. The customer had undergone surgery the day before her death. The customer was wearing insulin pump at the time of death. The customer was feeling nauseated on the night of (B)(6) 2014. During the night at 3 am the customer was unresponsive. The pt was hospitalized and passed away at approx 3 pm on (B)(6) 2014. The husband agreed to upload the info stored on the insulin pump. The husband agreed to return the insulin pump for analysis. The info will be uploaded in the upcoming week by the husband. The husband will hold on to the insulin pump until it is uploaded. Nothing further reported.

Manufacturer narrative:
This report is provided because additional testing was performed on the device after our device evaluation medwatch was submitted. The additional device evaluation data can be found in this section. No data was available for data analysis due to the insulin pump being received without a battery installed. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.